Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose 1400 mg/dl on (B)(6) 2018. The time of the incident is unknown. Customer did not have symptoms. Blood glucose value when admitted to hospital was 1400 mg/dl. Customer cannot recall their blood glucose reading for time of the incident. Customer cannot recall their current blood glucose reading. Customer did not mention if they used the insulin pump with 48 hours. Customer was treated at the hospital with therapy. Customer was in a coma for two days. The names of the hospital customer visited is (B)(6) hospital center, in (B)(6). The reporter name is (B)(6). The reporter phone number is (B)(6). Customer did not perform carelink upload. Customer stated the cannula was bent. Customer did not perform hp test. Products will not be returning for analysis.